Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite verified circuit occlusion alarm. Disconnect customer circuit and connected to own circuit and ventilator alarms cleared. Found amount of water in the circuit and after draining from customer set up was able to reconnect teh original circuit and verify alarms were cleared. Complete and passed ovt (operation verification testing).

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported that the avea ventilator alarmed circuit occlusion and the ventilator stopped ventilating while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.